Event description:
It was reported that a user experienced elevated blood glucose after forgetting to announce a meal while using the ilet system with a freestyle libre 3+ sensor, then entered a fingerstick value into the pump for correction and later observed a sensor ¿high¿ reading before glucose trended down to 220 mg/dl; this represented a use issue associated with improper or incorrect procedure and involved the user interface. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.